Event description:
A falsely elevated troponin I result of 4.2 ng/ml was obtained. The laboratory repeats positive troponin I results. The repeated test result obtained was 0.06 ng/ml. The falsely elevated result was not reported to the physician. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result was the hm module maintenance.